Event description:
Rptr is a dentist who uses ultrasonic scaling devices to remove subgingival deposits from human teeth. Rptr has been told that a very high electric current is delivered to the handpiece which is used intraorally, and a "short" could convey a life threatening shock hazard to the pt. Rptr wonders if this is true, or only scare tactics by opposing sales people. Rptr is considering buying another since they operate so well.